Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Impella cp was inserted via the left femoral artery in a 75-year-old male patient for ami/cgs. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was documented as scai shock stage d. While on support the pump functioned within range for p-6 2.9l/min, however there were concerns of hemolysis with a drop in hemoglobin. There is minimal information on what corrective actions were taken. The impella cp device was successfully explanted after 2 days of support.

Manufacturer narrative:
Added: b1 (is product problem). Hemolysis/mechanical interaction with blood: the cause of the issue was not established as no product or logs were returned and limited clinical information was provided.